Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI (magnetic resonance imaging) compatible device. The patient was doing well postoperatively and the explanted ipg will not be returned as it was discarded by the medical facility.